Event description:
(B) (4) peripheral cutting balloon registry.it was reported that in (B) (6) 2005 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The target lesion was at the avf. There was no vessel tortuosity. The lesion type was restenotic post pta. There was no calcification at the target lesion. The angiographic data for the target lesion showed the reference vessel diameter 8 mm, lesion length 30.00 mm, pre-procedure 80% stenosis, and post-procedure 30% stenosis. The lesion morphology showed concentric stenosis and tight stenosis lesion. The patient had a follow up visit in (B) (6) 2005. It is documented that the av shunt is occluded and thus no intervention is possible. The target lesion has not remained patent since the procedure. The patient did not experience an adverse event since the procedure and the patient did not have an intervention since the procedure on any vessel.

Manufacturer narrative:
Date of event - 2005.the device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu).(B) (4): device not returned for analysis.